Manufacturer narrative:
E1 reporting institution phone number -(B)(6). Reporter phone number (B)(6).

Event description:
This report is based on information provided by philips, remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint by the customer on the v60 indicating that the device displayed error code proximal pressure line disconnected during use on a patient; however, there was no harm to the patient or user. No medical intervention provided to the patient, nor a delay to therapy noted. A medical engineer reported the following phenomenon: an alarm sound occurred around 9:30. Although the screen was displayed, no flow came out. It was resolved by doing power cycling. After that, the occurrence alarm name was identified as "proximal pressure line disconnected". Although no anomaly was seen afterwards, the hospital side replaced the device with another v60. There was no patient harm. The investigation is ongoing.

Manufacturer narrative:
H10: the manufacturer's product support engineer (pse) evaluated the device, and the reported issue was not duplicated by a test run performed. The event log of the device was investigated, and no occurrence record of an error indicating a device failure was found. The device was confirmed to be operating per specifications and no failure was identified related to this issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The device's flow sensor assembly was returned to the product investigation lab (pil). The pil technician installed the flow sensor assembly into a pi ventilator to duplicate the reported issue. The customer complaint could not be duplicated at the pil, the pi ventilator operates without issue or error code. The pil technician could not duplicate any pressure related errors or any pressure related issues at the pil during the use of the returned flow sensor assembly. The pil technician also verified that the flow sensor assembly passes all pressure accuracy testing. There was no problem found with the returned flow sensor assembly. Product UDI is corrected.